Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was unknown patient involvement and unknown delay in critical therapy, but no adverse event was reported.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Investigation summary: on 10/01/2024 downloaded cda logs, sent to r&d for analysis. Updated on (B)(6) 2024 by not confirm customer¿s complaint of the device powering off during infusion while connected to ac power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time (B)(6) 2024 @ 4:00 pm. Protocol stop time (B)(6) 2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Updated on (B)(6) 2024. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Battery recharge stop time (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 4:17 am total run time of 4 hours and 27 minutes. Device alarmed with depleted battery alarm n252 on (B)(6) 2024 @ 7:51 am total run time of 8 hours and 1 minute. Device powered down correctly, there was no evidence of uncontrolled shutdown or software errors. Device passed the battery operational checkout. Device was received with non-ICU medical battery. Replaced the battery and pressed the change battery softkey. Probable cause is incorrect component installed in the device. Updated on (B)(6) 2024 attaching r&d analysis summary. Full r&d analysis report will be attached to twd. Engineering summarizes findings: from aug 1 to aug 29, there was no replace battery or bad battery. The infusions were working as expected with intermittent occlusion alarms which were cleared and the battery drained from level 4 to level 3 in more than 3 hours after which it was plugged in to ac main. By aug 29th, we got a battery bad current alarm, after which the device was powered off and not used again. Engineering evaluates that the battery drained from level 4 to level 3 in more than 3 hours by aug 29th. This is also attributed to the bad battery current where the battery charge current was above the expected value. According to technical service manual document, battery bad current e321 occurs due to failure of charging current to drop below end of charge current threshold within eight hours of charging. The clear condition is to power off and power on the device and remove the infuser out of service. Once out of service, discharge the battery until the infuser shows five or fewer bars in battery indicator and then complete an 8-hour charging cycle by plugging the device to ac main and placing it in standby mode. If the e321 error code does not reappear after the charging cycle, the infuser may be returned to service. If the e321 error code reappears after the charging cycle, replace the battery. Apart from this the infusions were working as expected. Engineering concludes that the customer¿s complaint about the pump shutting down while on ac could not be confirmed as there was no replace battery or low battery alarm in the last 1 month. The battery bad current alarm occurred due to failure of charging current to drop below the threshold which can cleared as per the description given in the technical service manual document. Apart from this, the device was working properly, and infusions were delivered as expected.